Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode. No intervention was reported. There were no patient consequences.